Event description:
A patient - post bypass surgery was placed on a g.e. Monitor in the cv-ICU. In 2009, the pt got out of bed without assistance to use the bedside toilet. While on the toilet, he had a brady event. The pt was found within minutes on the floor unresponsive. The code was initiated. The pt expired the following day. The pt remained on the monitor device throughout the event and the code. We do not know if the alarms sounded. During our root cause analysis, we discovered possible inconsistencies in the monitor strips and the alarm codes. The strips show a brady event, but we are not yet certain if the alarms sounded properly. We are still investigating this event. We contacted the manufacturer and they are helping us to develop clarity. Ge complaint. Just became aware about two months later, that there may be a device issue.